Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and reported a crack on the battery compartment. The customer reported a blood glucose value of 30 mmol/l. The customer reported hyperglycemia treated with an emergency visit, insulin pump (subcutaneous insulin infusion) and manual injection. The blood glucose at the time of hospitalization was 30 mmol/l. The event involved product(s) mmt-1782k. Troubleshooting was performed. The insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was not active at the time of the high blood glucose event. The customer reported symptoms of nausea, sweating and foggy feeling. No further patient complications were reported. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer alleged that the pump was under-delivering as the blood glucose was going up after blousing. The high-pressure test did not pass twice. The customer will discontinue using the device. Mmt-1782k was requested and the customer's response was the device will be returned.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 06-mar-2025, pump error 53 alarm was noted. On the event date of 06-mar-2025 at 00:00:00.000 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 8.325 u and dailytotalofbolusinsulindelivered = 7 u which is equal to the dailytotalofallinsulindelivered = 15.325 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 06-mar-2025 at 11:46:04.000 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 8.65 u and dailytotalofbolusinsulindelivered = 0.75 u which is equal to the dailytotalofallinsulindelivered = 9.4 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 06-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 03/06/2025 11:27:15.000, 03/06/2025 11:37:00.000. 03/06/2025 11:38:11.000, 03/06/2025 11:44:45.000. 03/06/2025 11:45:52.000. Failed battery alert/battery failed alarm was found on: 03/06/2025 11:38:16.000, 03/06/2025 11:38:39.000. 03/06/2025 11:44:57.000, 03/06/2025 11:45:05.000. Power loss alarm was found on: 03/06/2025 11:46:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and power loss alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. Pump error 53 alarm (file number: 2005 line number: 5632) was found on: 03/06/2025 11:38:36.000 pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software anomaly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.48 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the case -battery compartment of the pump during analysis. Customer alleged for device test failed (hp test - failed) and possible under delivery anomaly were not confirmed. However, pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.